Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
B5 describe event or problem- subsequent to the initial MDR, a correction is required. D9: device returned to MFR - correction. D9: date device returned - correction. H2 type of follow up: correction. H3: device evaluated by mfg- correction. H6: correction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. Product was provided for investigation. An external visual inspection was performed and passed. Voltage test was performed and passed. A pairing test was performed and passed. Performance data was reviewed. The allegation was confirmed due to the finding of a transmitter failed error within the investigation window. The probable cause was determined to be a defective transmitter. No injury or medical intervention was reported.